Event description:
It was reported that malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support confirmed that the pump was within warranty and arranged for a replacement. The customer was instructed to use a backup insulin delivery method and advised to return the malfunctioning pump using a pre-paid label within ten days.